Event description:
During an explantation of the medtronic intrathecal pump and catheter midline incision over the area of lumbar spine, the intrathecal catheter was exposed. Surgeon gently tugged to try and free the catheter, and the two anchor sites were identified while tugging on the catheter and it fractured. Further dissection could not reveal the distal portion of the catheter, which was in the patient's intrathecal space. Incision was extended superiorly and the area superficial to the dura was explored, the end of the catheter could not been seen nor was it able to be viewed on x-ray. The catheter has been retained but unaware of the model of the catheter - intrathecal catheter and pump implanted at another facility.